Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that impedances were measured to be greater than 4,000 ohms except for contact three that was 1,537 ohms. Therapy impedance was also measured to be greater than 4,000 ohms. Impedances were measured at 1.5v. No falls or trauma was reported. The ins was programmed using electrodes one and two at 5.7v, 210 usec, and 50 hz. Cycling was turned programmed to be on with 10 minutes on and 30 minutes off. The patient's therapy was good and they did not have any symptoms or interruption in therapy. The last time impedances were measured was in 2013 and all impedances were okay. The manufacturing representative planned to check impedances again at a high voltage the next time they meet with the patient. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.